Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose over 370mg/dl; the customer was treated with an insulin drip. Troubleshooting was performed, and no damage to the support cap noted. Assisted the caller to run a manual prime and the insulin did exit. After receiving the tubing clamp the customer called back to perform the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.